Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with high ketone levels identified as life threatening by a health care provider; cause was not known. Customer's continuous glucose monitor read "high," for one event and 587 mg/dl for another event. A manual insulin injection was used to address bg. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue.